Event description:
Patient's mother reported the patient was taken to the hospital during the evening of (B)(6) 2013, due to elevated blood glucose levels in a state of ketoacidosis. Mother stated she suspects the infusion device is not giving insulin to the patient. Mother reported that earlier during the day the patient felt his blood glucose levels were elevated and attempted to give a bolus of 4 units of insulin via the infusion device 2-3 times. Mother stated the patient's blood glucose levels were not lowered at all; no exact readings were provided. Mother reported patient was given 5 units of insulin via pen. Mother stated patient had been complaining of not feeling well, about back pains, had been vomiting and was close to losing consciousness. Mother reported taking patient to the hospital after this. Mother stated patient's blood glucose level prior to going to the hospital was hi and ketones measured 4.6 mmol/l. Mother reported the patient's blood glucose level at the hospital which was about 10-15 minutes later, was 25.0 mmol/l 450 mg/dl) via lab meter. Mother stated patients ketone level at the lab about 2.5 hours later were 6.3 mmol/l. Treatment received was unknown. Mother reported patient was transferred to another hospital and placed in the ICU overnight between (B)(6) 2013. Mother stated the patient is still in the hospital but is feeling okay. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. The daily total (daily basal rate and boluses) were between 50.9 iu and 94.0 iu. The daily basal rate was delivered. Boluses were programmed and delivered. The problem mentioned by the customer could not be reproduced.